Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glidewire 0.035 x 260cm sheath:fortress 6f. Visual inspection was performed on the returned device. The deployment issue was unable to be confirmed as only the stent and distal sheath were returned. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. Without having most of the device and handle to examine, a cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery in the left leg using contra lateral approach. The absolute pro 6.0/150mm was prepped and flushed according to the instructions for use. A 45cm sheath was used to cross the iliac bifurcation and the absolute pro stent was delivered over a 0.035" 260cm non-abbott guide wire. After the stent failed to deploy, the sheath and the stent were removed together. After removing from the patient, it was visible that only approximately 1 cm of stent had been deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.